Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of implant diagnosed by ultrasound and confirmed by explant surgery. The device was replaced with a non allergan device. This record relates to the left side.

Event description:
Healthcare professional reported rupture of implant diagnosed by ultrasound and confirmed by explant surgery. The device was replaced with a non allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, broken shell, and red particles on the shell. A microscopic analysis was performed which identified: a striated opening on anterior and sharp broken on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is sharp broken on radius assessed as unidentified (tear) opening, a striated opening on anterior assessed as surgical damage."